Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to replicate the reported issue. The fse confirmed that there were no error logs incriminating either the consoles or mtms. The tse suspected surgeon head was still in console when mtm drifted. The system was tested and verified as ready for use.

Event description:
It was reported that during hiatal hernia surgical procedure, the instrument tips were moving without the surgeon controlling the master tool manipulators (mtm)s. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and noted no errors. The procedure was completed with no reported injury.